Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) pacing impedance measurements on this pacemaker were high and out of range. It was reported that sudden jumps in impedance began earlier this year and recently went out of range. Boston scientific technical services (ts) reviewed device electrograms (egm) and stored episodes. Ts noted they did not find any noise and suggested troubleshooting to determine the cause of the impedance issues. Further information was received that indicated the hihg impedance had triggered a lead safety switch. The patient was seen in clinic and troubleshooting was performed. Impedance shifts were recreated with positional change, but noise could not be recreated. No adverse patient effects were reported. This device remains in service.